Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient has been cleared by both the surgeon and the neurologist. The neurologist reported that there is no infection and there never was an infection; what the patient thought was oozing was actually glue. The patient had left the dressing on for over 2 weeks and had not washed the site. The patient is doing well and has not had a seizure for over 4 weeks.

Event description:
On (B)(6) 2012, a physician reported that the patient was seen for follow-up that day after being implanted 2 weeks ago and when they removed the dressings, some oozing at the generator incision site was noticed. The physician thought that there might be a little bit of infection present. No plans were made regarding the event at that time. It was later reported that the patient is still feeling soreness but the physician feels strongly that anxiety is playing a role. The physician is out of the country until the middle of next month so no follow-up can be made until her return.